Event description:
Customer reported that ventilator would not exhale when set at expiratory time greater than 2.5 seconds. Was in use with a pt in 2006. Required intervention by personnel.

Manufacturer narrative:
Ventilator examined and tested at user facility. User modifications (incorrect set-up, incorrect pt circuit) and lack of recommended maintenance contributed to event. "Bird" exhalation valve malfunction may have contributed.